Event description:
It was reported that the ilet displayed recurring alert 60 errors associated with bluetooth communications, and the user restarted the device multiple times without resolution while maintaining stable blood glucose and using backup therapy as needed; the affected device¿s component implicated was the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a failure to read the input signal, traced to the circuit board. The ilet powers on when charged. When the about menu is accessed, there is no bluetooth address. Additionally, the device has a shattered screen. At some point, the u4 hoverboard chip failed and caused an alert 60. Another possibility was the fact an impact to the screen could have dislodged the chip. Either way the chip failed, and bluetooth connectivity was lost. The customer complaint was confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.